Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain and turbid effluent for two days. The cause of the peritonitis was unknown. Beginning on an unreported date, the patient began treatment with unspecified antibiotics for two weeks (medication, dosage, route and frequency not reported) for the peritonitis event. It was not reported if dianeal therapy was ongoing. It was not reported if the patient was recovered or was recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). Event date: on an unreported date, the patient experienced peritonitis. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.